Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the dwell stage, when the patient noted a loose connection between the heater bag and the patient's cassette. The cause of the system error 2267 alarm was a loose connection between the heater bag and the patient's cassette. The cause of the loose connection could not be determined with the available information. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a system error (se) 2267 alarm (air in line) on the homechoice (hc) device. At the time of the alarm, the patient was connected for dwell 1 of 6 of automated peritoneal dialysis (apd) therapy. During troubleshooting it was noted that there was a loose connection between the heater bag and the cassette line which was causing air to enter the system. A technical service representative (tsr) reviewed proper procedures with the patient. Therapy was ended and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.